Event description:
It was reported that due to hospitalization, the pt's pump was empty for five days. Per the reporter, the pump did not alarm. The pt did not experience any symptoms due to having IV meds in the hospital. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).